Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transapical tavr procedure in the aortic position, during deployment of a 23mm sapien 3 valve, just before full expansion, the balloon burst. Despite this, the valve was well implanted in a 60:40 aortic/ventricular position. Post deployment tee showed no leaks. No bav was previously done. It was managed the get the balloon back into the sheath although with slight difficulty. No patient injury occurred and the patient was reported to be doing okay. The patient¿s native annuls was moderately calcified.

Manufacturer narrative:
Additional information provided confirmed it was planned to inflate the balloon with nominal volume, however the balloon burst before reaching the nominal volume. The patient had an aortic valve area of 370mm² and therefore area derived diameter of 21.7mm. Therefore a 23mm valve was chosen to be implanted with nominal volume. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The certitude delivery system was returned to edwards lifesciences for evaluation. Visual analysis revealed a kink in the guidewire lumen due packaging. A radial and longitudinal balloon burst was present which confirmed the event. Due to the condition of the returned device and nature of the issue (burst balloon), no relevant functional testing could be performed. Dimensional testing was performed. The balloon single wall thickness was measured at three locations along both sides of the longitudinal tear for a total of six measurements. All measurements met specification. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process. These inspections during the manufacturing process and tests during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint event. The complaint for ¿balloon ¿ burst¿ was confirmed based on visual inspection of the returned device, but the complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was unable to be confirmed as no procedural imagery was returned and no bunching and/or other indications of withdrawal difficulty were observed on the burst balloon. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, as noted in the complaint description, ¿the doctor said the annulus was moderately calcified¿. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. As such, available information supports that patient/procedural factors (annular calcification) likely led to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. No manufacturing or IFU/labeling inadequacies were identified. Available information indicates that patient/procedural factors (annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the april 2017 control limits for the trend categories, no corrective or preventative action is required.